Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer = black. Case type = ngp. Customer returned pump for an alleged pump error 49 alarm found on 14-oct-2022.the pump passed the displacement test, and active current measurement test, the pump failed the sleep current measurement test, and self test. When the battery was removed to perform the sleep current measurement test, and active current measurement test, the pump turned off immediately meaning there was an issue with the back up lithium battery. Pump errors 23, 49, and 68 were noted after pump reset. P-cap locks properly into the reservoir compartment. Pump errors 25 and 75 were noted during testing. Successfully downloaded history files and traces using thus. Pump error 25 was noted during testing on 01/05/2023 13:00:00.000 (line#: 2107, file#: 33). Pump error 75 was noted during testing on 01/05/2023 09:18:56.000 (line#: 375, file#: 37). The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to hardware issue. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and did not function properly due to hardware error. A test lithium battery was used and the same issue occurred where the lithium battery wouldn't function properly. Problem was isolated to the electronic assembly. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump errors 23, 49, 68, 25, and 75 were confirmed during testing and was isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had history pointers failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.